Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Upon arrival to the ICU, the patient was noted to have a hematoma with a pressure dressing in place. The pressure dressing was removed, and a proper angle-matched dressing was applied. The hematoma was soft and stable but required transfusion of 3 units of prbcs. During the day, the hematoma continued to enlarge and harden. The physician decided to remove the impella device. After removal, hemostasis could not be achieved with manual pressure, and the patient was rushed to the or for emergent surgical cutdown and closure. The artery was repaired, and the patient was returned to the ICU.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: no product was returned. Hematoma: the cause of the hematoma was not determined due to insufficient clinical details. Device history lot: device lot: 1979794. Device history batch: subcomponent lot: n/a. Device history review device (sn: (B)(6)) passed all post sterile inspection checks.